Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation since implant due to the left ventricular (lv) lead. It was planned to be revised during the device changeout. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.